Event description:
It was reported that during the implant procedure, the sleeve was tight on the right ventricular (rv) lead prior to using the lead in the patient. The rv lead was moistened to ease the movement of the sleeve; however, a significant amount of force was needed to move the sleeve further up towards the connector pin. The rv lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.